Event description:
On 07/07/2022, hcp reported that a patient had molded pdo threads implanted on (B)(6) 2022. On (B)(6) 2022, the patient experienced extrusion of two of the threads, which required medical intervention. According to hcp, one pdo thread was removed while a second thread remained in place. Hcp requested assistance from our medical director who assessed the event and advised directly on the protocols, explaining it could have been a technique error. Hcp disagreed and claimed it was a design issue instead. Our medical director confirmed that using the correct protocol should prevent any issues. On 07/28/2022, after multiple attempts to obtain more information, the hcp confirmed the patient had one pdo thread removed, however, no additional information or status of the patient was provided.